Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: 1) visual inspection showed that the catheter was intact with no apparent issues. 2) smart chip verification showed that the catheter had not been used. 3) performance testing during inflation of the arctic front balloon showed system notice message 22406 (the balloon is deflated) and a high baseline flow. 4) pressure test and dissection revealed that item 3 described above was caused by a leak through the push button luer. The cause was identified as a bond issue (guide wire lumen shaft bonding to the push button). A corrective action was initiated to address this issue.

Event description:
In preparation for a cryoablation procedure in germany, the arctic front catheter was connected to the cryoconsole. Before introduction of the arctic front catheter into the flexcath steerable sheath (catheter introducer), the guide-wire lumen of the arctic front catheter was flushed with saline. The physician noticed saline in the connector of the coaxial cable and replaced the catheter. There was no patient injury. The device was not used on the patient.